Event description:
It was reported that the patient had the entire implantable neurostimulator system explanted due to migrated leads and an over-discharged battery.

Manufacturer narrative:
Product ID, 3778-75 serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012-08-29 product type lead product ID, 3778-75 serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 serial# (B)(4), product type recharger product ID, 37742 serial# (B)(4), product type programmer, patient. (B)(4).